Event description:
Complainant feels that MFR's 10/18/99 recall is not effective, with respect to catheters which are in use. Notifications states that medical staff should check integrity of catheters each time it is used, and that routine explantation is not indicated. Since receipt of notification hosp has recieved info in 3 add'l failures (total = 7). Problem: fracture of catheter, requiring explantation. Catheter parts migrate into heart chambers. Most of the catheters are being used on children undergoing toxic chemotherapy. Breakage of catheters causes drug(s) to leach into healthy tissue, and subjects pts to serious surgical explantation procedures. Hosp believes firm needs to do more intensive risk analysis of failure rates and to reassess recall strategy. Hosp's failure rate approximates 25% (medwatch reports filed). Ther is no dispute about firm's return/refund policy.